Manufacturer narrative:
(B)(4). This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00102. This device is available for analysis but the engineering report is is pending and will be submitted within 30 days upon receipt.

Event description:
It was initially reported that a powerflex balloon could only be removed through the 5f sheath with excessive force. There were no negative consequences for the patient reported. The product was stored and prepared according to the labeling instruction. The balloon could only be removed out of 5f vista brite tip (code and lot unknown) sheath with excessive force and could be removed in one piece. No further detail is available. A second 8mm6cm 80 powerflex pro balloon catheter was also returned with the complaint product. Additional details regarding how this device was involved with the previously reported event could not be obtained.